Event description:
Related manufacturer reference number: 1627487-2021-18533. Related manufacturer reference number: 1627487-2021-18535. It was reported that the patient was experiencing ineffective therapy. As a result, the physician explanted the patient's entire system. Reportedly the physician experienced difficulty explanting the patient's l1 lead and will remove it at a later date (related manufacturer reference number:1627487-2021-18531).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.